Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. On (B)(6) 2026, the patient reported that she was at the hospital visiting her mother, who was near end of life. During that time, the patient stated she was not feeling well, describing symptoms similar to the flu, including feeling sick and difficulty walking. She contacted her brother, who transported her home; however, after arriving, she began vomiting and was alone, as her brother had only dropped her off. The patient reported that she drank water to prevent dehydration and briefly checked her cgm, which displayed a reading of 300 mg/dl. She believed this reading was inaccurate but did not perform a fingerstick blood glucose test for confirmation. A neighbor called 911, and the patient was transported to the hospital via helicopter. Upon arrival, her bg was measured at 579 mg/dl, and she was diagnosed with diabetic ketoacidosis (dka). The patient reported that she was in a comatose state and was admitted to the intensive care unit (ICU). She recalled receiving treatment with an intravenous insulin drip as well as insulin injections. The patient remained in the ICU for four days and was discharged on (B)(6) 2026. During her hospital stay, her cgm was removed by hospital staff, and she was not using it at the time of discharge. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. The patient stated she was ¿fine¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.